Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the olympus inner sheath¿s ceramic tip was found damaged. According to the initial reporter, there was no patient or procedural involvement during this event.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional relevant information become available, a supplemental report will be submitted.